Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged in a verathon smart cable with a single use blade into the customer's monitor and observed flickering. The monitor has been replaced and the returned device has been scrapped. Additional part used: glidescope smart cable: catalog: 0800-0531, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image was flickering & jumpy. A delay in the procedure of unknown duration occurred as a back-up avl monitor was obtained. No harm to patient or user was reported.